Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the old leads were damaged.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v517681, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that her system was replaced on (B)(6) 2015 due to normal battery depletion. They had to move the ins to the other side because she had trouble with sciatica from a car accident in the 90's (sciatica was pre-existing). The device placement was noted to interfere with the treatment of the sciatica because the she only had problems with sciatica on her right side. It was also noted that for some reason, it acted up and also came out from behind the muscle and was right below the skin. There were no actions needed as the patient had the device replaced in order to address the reported problems. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional is received, a follow up report will be sent.